Event description:
Per the clinic, the patient experienced an extrusion of the implant. Subsequently, the patient underwent a local wound care for a duration of 8 weeks and was treated with one course of oral antibiotic (specific date and duration not reported). However, the issue could not be resolved, and the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.